Event description:
During a tubal ligation procedure, it was noticed that a piece of the interior plastic sleeve had disengaged from the tip of the outer sheath of the shaft assembly. This plastic sleeve was retained by the end of the forceps and did not detach and fall loosely into the body. The hosp further reported that a second incision was required to ensure that the entire bipolar jaw assembly could be removed from the surgical site. The hosp later reported that the pt was doing fine after the procedure, and that no injury resulted, and no other medical intervention was required as a result of this issue.